Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Event description:
Allegedly the patient dislocated her knee and it was relocated in surgery, during which the poly was exchanged.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The product was not returned.